Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported shaft separation was not confirmed; however an inner member separation was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation issues.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, it was noted the 3.5x15mm nc trek rx balloon dilatation catheter (bdc) had fractured [separated] between the balloon and the shaft while inside the dispenser hoop. The bdc was not used. There was no patient involvement. An unspecified nc trek bdc was successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.